Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. No visible blood was observed inside the balloon region. The polarx was leak tested and passed all inner and outer balloon leak tests. The polarx was then dissected to further investigate blood detect wires for symptoms that may have resulted in the blood detection error. The inner balloon blood detect wires were found to be split. This wire split could lead to the wires contacting each other which would result in a false blood detection error.

Event description:
The polarx balloon catheter was selected for use during the cryoablation procedure. It was reported that during rspv cooling, error sn (B)(6): the console detected blood in the catheter occurred. The issue was resolved by replacing the catheter and the polarx connection cable. Procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a polarx catheter a blood detection error occurred. The catheter was replaced with another polarx catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. It is currently unknown if there was blood inside the catheter. The catheter is expected to be returned for analysis.